Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data is received but does not reflect full investigation window. Issue not confirmed with limited data provided. Confirmation of the issue could not be determined.